Manufacturer narrative:
The reported event was isolated to a single user at the customer¿s central station. During the reported event, all channels remained monitored with all alarms available. The problem was resolved by a reset of the network connection. The investigation of the suspect device and similar devices found no malfunction; no device was repaired. Multiple conversations with the customer confirm that the event has not occurred since the transfer of the user to another department by the customer. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2015 telemetry patients began to intermittently drop from display on the central monitor model 91387-38 and then reappear with a false name. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete. Placeholder.